Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
B5 was corrected in this report.

Event description:
It was reported that four dental implants were placed in a patient's mouth using a mguide that was planned on msoft (non-dentsply sirona product) software and the implants are not in the same position as what was planned in the planning software. This report is for one of the implants.